Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump reservoir is full of air bubbles. Customer did not indicate if the bubbles were small or large. Customer indicated that the bubbles are in the tubing as well. Customer does not recall any significant events leading to the error. Customer's blood glucose was 183 mg/dl at the time of incident. Troubleshooting found that the issue was resolved and informed customer that new reservoirs would be provided to her and to return the reservoir for analysis. No further information was given.